Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had externalized conductors, which were confirmed under fluoroscopy. The lead was explanted and replaced on 18 dec 2020. There were no patient consequences.